Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had no tortuosity, mild calcification and a 90% stenosis. This was an ami case. The mercury was pre-dilated. The mini vision was delivered toward the lesion and it was inflated; however, the balloon ruptured at the first inflation at 6 atm. The stent implant was deployed, so another company' balloon catheter was post-dilated and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation -if the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. The mini vision IFU states that there is a possibility of stent in-sufficient deployment or the occurrence of complications with use of the sds in pts who have experienced a recent (less than 1 week) acute myocardial infarction. A definitive cause for the balloon rupture cannot be determined.